Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device eroded out of the meatus. The ipp was explanted as a result. The patient was not implanted with a replacement device. Further details were not provided. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.